Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tenting on the skin. The pocket was opened and the right atrial (ra) lead was looped and found to be the cause of the tenting. The lead remains in use. No patient complications have been reported as a result of this event.